Manufacturer narrative:
(B)(4). Per data log analysis on 07-mar-2018, the logs showed that on (B)(6) 2018, the system is powered up and the power manager reports a "supply voltage failure 10 - 4581". This indicates the power manager detected the 5vlr voltage was slightly low (4.481v). This will disable the charger and cause the "battery cannot be charged" message in the perfusion screen as reported. The system is power cycled and 5vlr is no longer detected low. This event only occurred 1 time in the entire log. The field service representative (fsr) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, a "battery cannot be charged-full backup may not be available" message was displayed. The unit was rebooted and the message cleared. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.